Event description:
This spontaneous case was reported by a physician and describes the occurrence of device breakage ("one of the inserts, it looks like a piece of insert was expelled") and device dislocation ("physician in process of locating other portion") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In (B)(6) 2017, the patient had essure inserted. On (B)(6) 2018, the patient experienced device breakage (seriousness criterion medically significant), device dislocation (seriousness criterion medically significant) and device expulsion ("she expelled a portion of one of her inserts"). Essure treatment was ongoing at the time of the report. At the time of the report, the device breakage, device dislocation and device expulsion had not resolved. The reporter provided no causality assessment for device breakage, device dislocation and device expulsion with essure. The reporter commented: physician in process of locating other portion. Essure was inserted about 3 months ago for the date of the report. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: confirmed it was satisfactory with occluded tubes. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a physician and describes the occurrence of device breakage ("one of the inserts, it looks like a piece of insert was expelled") and device dislocation ("physician in process of locating other portion") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In (B)(6) 2017, the patient had essure inserted. On (B)(6) 2018, the patient experienced device breakage (seriousness criterion medically significant), device dislocation (seriousness criterion medically significant) and device expulsion ("she expelled a portion of one of her inserts"). Essure treatment was ongoing at the time of the report. At the time of the report, the device breakage, device dislocation and device expulsion had not resolved. The reporter provided no causality assessment for device breakage, device dislocation and device expulsion with essure. The reporter commented: physician in process of locating other portion. Essure was inserted about 3 months ago for the date of the report. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: confirmed it was satisfactory with occluded tubes quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-sep-2018: quality-safety evaluation of product technical complaint. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.